Event description:
The patient reported that subsequent to the implant of a protgen sling for treatment, family member experienced injury to their penis by the exposed sling during intercourse. The patient reported the device was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the deivce to the event.